Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was re-filling cartridges. Tandem technical support educated the customer that reuse of cartridges may result in over delivery or under delivery of insulin. There was no adverse effect to customer's blood glucose level. Customer continued to use the cartridge for insulin delivery.